Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 41(patient temperature sensor failure) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. Ua 41 indicated that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). As a precautionary action to reduce the probably of reoccurrence, the temperature sensor was replaced. During visual inspection, damaged front and bottom enclosure were noted. From the condition of the platform, the damages appear to have been caused by mishandling. Since the date of the event is unknown, it can't be determined when the error message ua 41 actually occurred. However, in reviewing the archive data, it indicated multiple error message ua 41. The platform passed the initial functional testing without any issues. The platform was tested with lrtf (large resuscitation test fixture that equivalent to 205lbs patient) using the returned customer's lifeband for 30 minutes without any issues. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front and bottom enclosure were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4). Reference MFR #: 3010617000-2017-00903. (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure); however, the error message was cleared by its own. The error message ua 41 also occurred again on later date. No patient involvement was reported.